Event description:
An ophthalmologist reported that a patient developed aseptic inflammation following an intraocular lens (iol) implant procedure. Additional information was received that the condition was persistent. Further information was received, which indicates that the patient's problem is aseptic endophthalmitis. Approximately two weeks following surgery, a subconjunctival injection of medication was administered. Five days later, the fibrin in the anterior chamber disappeared. Sixteen days later, the inflammation inside the anterior chamber disappeared but the vitreous clouding remains. A bacterium inspection was not performed. Antibiotics and anti-inflammatories were administered.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(4) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(4). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in japan whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of an approved viscoelastic. The product investigation could not identify a root cause. Additional information has been requested and received. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the lot number was provided. The product was not returned. The product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved viscoelastic. The customer indicated the use of a handpiece, which is not qualified for the approved lens/cartridge combinations for this lens model. There have been three similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that on the first postoperative week anterior chamber cell and flare were also observed. The symptoms improved after the initial medical treatment. The patient has slight keratoconus that could cause decreased visual acuity. The surgeon's clinical judgement was that the event was non-infectious as it reacted to steroids.

Manufacturer narrative:
Evaluation summary: based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(6)market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the current patient condition is recovered.

Manufacturer narrative:
Corrected information was provided that the monarch ii c cartridge and provisc were not used as initially reported. (B)(4).